Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated that they cannot clear the alarm. Customer woke up and the buttons were not working. Customer stated that they removed the battery and put it back, but then they received a button error. Customer stated that it was probably because they pushed the pump too long since they were sleeping. Customer stated that the pump was hooked to their bra instead of their waistband. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.